Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block. The troubleshooting was performed. The infusion set was changed 3 times and but the alarm didn't get clear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.